Manufacturer narrative:
Evaluation was not possible, as the product remains implanted. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.

Event description:
The post of the insert sheared off, surgeon removed broken piece arthroscopically. Pt still has insert in place.